Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 35 cm in length thoracic dissection. All three valiant devices were implanted without issue; the following day the patient had a planned open thoraco-abdominal aneurysm. Per the physician who stated that the open thoraco-abdominal operation was performed and it went well. It was reported that 9 days post implant, the physician stated that the patient had some lower extremity paralysis post tevar for the type b dissection and after the open thoraco-abdominal aneurysm repair the patient was unresponsive. The physician stated possibly due to aspiration while on ventilator support. The physician stated that the initial valiant devices implanted may have been very close to or partially covering the origins of the celiac or sma arteries. The distal landing zone was in a thoraco-abdominal aneurysm. The physician elected to remedy the covering of the arteries by cutting off the end of the valiant captivia and sewing to it. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).